Manufacturer narrative:
During a customer site visit by siemens personnel it was observed that the customer was operating an atellica sample handler prime sample handler connect (shc) instrument attached to an aptio by siemens automation system the protective covers removed. This configuration permits access to tubes that are moving in the shc and over-rides the cover interlocks. Siemens personnel instructed the customer to operate the instrument with the covers in place, in accordance with the operator guide for atellica sample handler prime sample handler connect. The cause of operating the atellica sample handler prime sample handler connect (shc) instrument attached to an aptio by siemens automation system with the covers removed is a use error. The instrument is performing within specifications. No further evaluation of the device is needed. MDR 2517506-2019-00258 was filed for the same event.

Event description:
An atellica sample handler prime was being operated with the protective covers of the sample handler connect (shc) removed. The atellica sample handler prime sample handler connect (shc) instrument is attached to an aptio by siemens system. There are no known reports of patient intervention or adverse health consequences due to operating the atellica sample handler prime sample handler connect (shc) instrument with the protective covers of the sample handler connect (shc) removed.